Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. Troubleshooting was performed. The device was not exposed to a high magnetic field. Reviewed the alarm history and found several motor error alarms. Performed the displacement and self test and they passed. Advised the caller revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk.